Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from a hole in the bottom of the cycler after ending pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered on the external part of the cassette or in the pump module area of the cycler. There were no alarms/warnings prior to leak. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient insisted on receiving a new cycler and did receive a new cycler which is working well and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. Accelerated stress test was performed and encountered grinding noise from pump motor b. No fluid leaks in the test cassette during the test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined..in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from a hole in the bottom of the cycler after ending pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not discovered on the external part of the cassette or in the pump module area of the cycler. There were no alarms/warnings prior to leak. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient insisted on receiving a new cycler and did receive a new cycler which is working well and patient is continuing peritoneal dialysis therapy with no further issues. The cycler is available to return for investigation.